Manufacturer narrative:
Lot number: unknown/not provided. Expiration date: unknown as the lot# was not provided UDI number: UDI# unknown as the lot# was not provided if implanted; give date: viscoelastic is not an implantable device if explanted; give date: viscoelastic is not an implantable device; therefore not explanted. Device manufacture date: unknown as lot number was not provided. The viscoelastic healon duet (ovd) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record cannot be conducted as no lot number was provided for the healon duet. If there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, during a post-op visit it was observed the patient had endophthalmitis. Surgeon is not sure from where the infections are coming from. Patient was implanted with a model zct225 intraocular lens and healon duet viscoelastic was used. After follow-up we learned the surgery was without any issues and patient outcome was fine. No further information was provided. This report captures the event for the healon duet. A separate report is being submitted for the zct225 lens.

Manufacturer narrative:
Corrected data: upon further review it was observed that in the initial report the phone number was not addressed. Therefore, it is being addressed in this follow-up report. Phone ; (B)(6) . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.